Event description:
Patient reported he missed a dose of his adempas last friday because he had a scheduled appointment at the hospital to have an angioplasty procedure done. No changes in breathing or symptoms due to missed dose. Patient reported he had 2 cassette malfunctions about 2 weeks ago. Patient reported as he was filling up one of his cassettes, it started leaking everywhere. Patient confirmed he wasn't overfilling it. He then switched to using another cassette with no issues. Then patient said about 4 days later, he ended up having an occlusion with one of his cassettes. Patient stated she switched to his back up pump and the occlusion was not resolved so then the patient made a new cassette the occlusion resolved. No further information provided. This is a continuous infusion. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Patient confirmed both of his pumps are working fine now. He confirmed he thinks the issue was with the cassette. The product fault occurred while in use with the pt. The product issue did not cause patient or clinical injury. Cassette is available to be returned for investigation. Pt has not reported a pump malfunction within the last 6 months. Patient did not have any lot number or serial number available for the cassettes because he throws away the packaging of them. No additional information provided. Set flow rate and volume delivered unknown.